Event description:
It was reported that the indicated battery charge of the device dropped significantly in a short period, reaching as low as 5%, and continued to decrease despite being plugged into a power source. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer technical support instructed the caller to unplug the pump until the charge reached 1% and then to re-plug it. The customer reverted to an alternate method of insulin therapy.